Manufacturer narrative:
Results of investigation: at this time, the suspect device is currently in the process of being evaluated. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while the nurse was doing tracheotomy care on a patient, the patient was very lethargic and not responding. The nurse called 911 and the child was taken to the hospital.